Manufacturer narrative:
The returned device was evaluated. During evaluation the device powered on using the customer's batteries. When powered on led segments on the led digits do not illuminate. The device was able to obtain readings. Internal inspection showed the failed led segment on the instrument circuit board has an open circuit across its nodes. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that there is a display failure - led is missing - incomplete display on rad-5v. No consequences or impact to patient were reported.